Event description:
It was reported that a request for reviewing this patient's cardiac report was made. Technical services (ts) reviewed the data in question and noticed ventricular loss of capture and a rise in the capture thresholds over time. All other lead measurements were within normal range. Ts indicated the device needs reprogramming, and that the patient has a great underlying rhythm. However, the electrogram showed some functional undersensing of the patient's intrinsic beats. Subsequently, this rv lead was surgically abandoned and replaced due to the mentioned issues. No additional adverse patient effects were reported.